Event description:
Permanent pacemaker implant july, 1997 for sick sinus syndrome and atrial fibrillation. October, 1997 teletrace suggested failure of ventricular lead. Pt complaining of generalized weakness, low energy & dyspnea on exertion. Holter monitor & chest x-ray confirm fractured lead. November 24, 1997- lead explanted & new lead implanted. Pt discharged from hosp 11/25/97.